Manufacturer narrative:
Results: the embolization coil¿s stretch resistant wire (sr wire) was fractured, and the embolization coil was unraveled. Conclusions: evaluation of the returned ruby coil embolization coil revealed that the sr wire was fractured, and the embolization coil was unraveled. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur. If this occurs, the embolization coil can become detached and unravel. No other components of the ruby coil and no other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left testicular vein using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully placed one ruby coil into the target vessel using the microcatheter. While advancing a second ruby coil, the physician experienced resistance after the majority of the ruby coil had exited the microcatheter. The physician reported that there was ¿disruption¿ with the distal marker on the pusher assembly (between the end of the coil and the distal marker on the pusher assembly). It was also reported that it was creating a ¿z¿ shape or sliding over itself. After pulling back on the pusher assembly, half of the ruby coil remained in the microcatheter. The physician then flushed the microcatheter, but the ruby coil failed to advance. While withdrawing the microcatheter, the physician noticed that the ruby coil was unraveling and following the path of the microcatheter. Since part of the ruby coil remained in the patient, the physician performed a computed tomography (CT) and noticed radiolucent filament extending into the atrium of the heart. The ruby coil was removed using a snare. It was reported that the patient underwent two other cts and two additional passes with a snare device from the iliac veins to the pulmonary arteries to remove all the remaining filaments, causing additional radiation and stress. The procedure was ended at this point.